Event description:
The ge oec 9800 fluoroscopy system would not boot up and displayed communication failure errors.

Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the issue to a needed single board computer (sbc) upgrade. The sbc was removed and replaced to prevent this malfunction from recurring. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable to, would not provide any patient information with respect to this issue.